Event description:
It was reported to philips that the device's battery is low. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received. It was determined that this was a malfunction of the battery which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.